Manufacturer narrative:
Per the customer, the sample is a "turbid" looking sample. Serum indices not identified by the customer. Customer did not mention problems with calibration or qc. This is a sample specific event. No further investigation of this sample was done by the customer. Service was not requested or generated. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one glucose (glucm) "turbid" looking patient sample that would not match when run in duplicate mode generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event. Customer runs in duplicate mode and verifies the result prior to reporting. Two (2) other instrument encountered the same issue. MDR # 2050012-2011-01161 and 2050012-2011-01167 documents the reportable event for the other two (2) instruments.